Manufacturer narrative:
Analysis of the instrument and instrument data indicate that there are no known cause for the discordant troponin result. No further eval of the device is required. The instrument is performing within specs.

Event description:
A positive troponin I & normal ckmb immulite 2500 assay result was obtained on a pt sample. The sample was retested and the troponin I result was negative and the ckmb result was normal. Customer noted that the pt sample result for troponin was negative on the previous day so they ran with a different MFR troponin assay to confirm that it was negative. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant troponin result.